Event description:
During the implantation of the device involved in this report, it was impossible to save threshold test results because of communication problems. It was also impossible to print a report.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)